Event description:
Per customer - unit alarmed and went to inop. When they turned the vent on they were checking unit and did not use on pt. Service center initially could not confirm problem. Further info from service center: the ventilator is now venting again. When service center experienced the problem in shop, and as reported by the pt, it was when powering up. In their case, the vent had not been used in a few months, as it is a back up. In center's case, the ltv had been left on for final testing. It was not ventilating, but was in a standby state when service center tried to power up and got the alarm. There were no messages on the screen, only the inop led. Unit was not on a pt, and therefore no harm. The original power source was a/c in both situations.